Manufacturer narrative:
H3 other text : device was evaluated by third party service center

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third-party service center, the device was scrapped and replaced by a new one.